Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-10235. It was reported that one of the patient's leads had migrated. In turn, surgical intervention took place on (B)(6) 2019 wherein one of the existing leads was explanted and replaced. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.